Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen over-the-wire power-injectable PICC line was likely to clot due to previous issues with other patients. To date, this device remains in the patient and is functioning as intended. This report is associated with medwatch 1820334-2018-01208 and medwatch 1820334-2018-01209.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined, however; based on the provided information the actual root cause is deemed to be; ¿inconclusive.¿ a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.